Manufacturer narrative:
(B)(4). Batch #: g9k87r. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? There is no information about the handpiece, except that it is defective. There will also be no further information to be obtained. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hpblue device was received with the nose cone cracked. In addition, the device was received with a blade and a test tip, however, this does not belong to the complaint. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the hpblue was sent from the customer to the service center without further information.